Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected field: b3. This report is being supplemented to provide additional information based on results of third-party testing by user and by olympus, the device evaluation and the final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The user provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: unknown. Cfu: 10 cfu. Bacterial identification: anaerobic flora. Sampling date: on (B)(6) 2024. Sampling from: unknown. Cfu: 5 cfu. Bacterial identification: anaerobic flora. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2025. Sampling from: all channels. Cfu: 12 cfu. Bacterial identification: gram-positive bacteria, pseudomonadaceae, coagulase-negative staphylococci, micrococcaceae. Sampling date: on (B)(6) 2025. Sampling from: operator channel. Cfu: 2 cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: operator suction channel. Cfu: < 1 cfu. Bacterial identification: n/a. Sampling date: on (B)(6) 2025. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Therefore, the root cause of reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer hmi results have been included in h11 and were made available with investigation results.